Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the black box showed several call service / loss of prime warnings due to low non-zero force events. The returned battery cap and a test cartridge cap were used to complete the investigation with no issues observed. The battery compartment was observed to be cracked from the case seal up to the bumper grip. There were no loss of prime or any other warning occurrences during the investigation; the product performed within specification. Product analysis was unable to duplicate the loss of prime complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).